Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysterectomy on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary incontinence, hematuria, and urinary tract infection.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse, incomplete with cystoscope. It was reported that the patient had the concurrent procedures of vaginal hysterectomy and laparoscopic mesh sacral colpopexy performed during mesh implantation.

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.